Event description:
The therapists had a forty five degree wedge insertion at approx ninety degrees from treatment table. The enable lights cleared and the gantry was rotated above the patient. The patient was supine for an anterior treatment with he wedge above his chest area. Suddenly, while we were watching the patient, the wedge broke from it's frame and fell flat on his chest and dropped to the floor.